Manufacturer narrative:
A device from the same lot was evaluated and was found to be within the specifications of manufacturing.

Event description:
During a cystoscopy and evolve laser transuretheral resection of the prostate the surgeon noted that the distal tip of the laser fractured and required to be removed from the patient using alligator forceps. The laser was a loaner laser from (B)(6) medical equipment management company and the representative from the company was present during the procedure and use of the laser. The bladder was irrigated and there was no harm to the patient.